Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the routine device change out procedure, an insulation abrasion was noted around the pin of the right ventricular (rv) lead. The lead was repaired and remained implanted and was functioning normally. The patient was in stable condition throughout.